Event description:
Customer reports device intermittently displays monitoring only. Event occurred during testing at shift start up, no reported pt involvement. Service rep was unable to duplicate the reported event.